Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "systemic reaction when stryker device was paired with an implant of dissimilar metal creating battery formation and corrosion complications. Stryker doctor told pt the multiple issues were not from fracture repairs. After a year hand surgeon removed messy corroded implant and asked stryker e the problematic stryker metal. He refused, continued to misinform pt regarding hardware while pts declined rapidly. He prolonged the issue by doing multiple surgeries and unnecessarily removing a single screw each time. Pt condition continued to decline until complete removal. Pt now permanently compromised by his poor judgement and mismanagement." Additionally reported: "pain, foot deformity, facial scars, muscle atrophy, mental decline, incontinence, liver and kidney retention of ec corrosion."